Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the initial left ventricular (lv) lead could not be stably positioned in the target vessel and the catheter was noted to be kinked. The lead and catheter were removed. A new lv lead model was attempted however after placement testing revealed diaphragmatic stimulation in all four pacing sites. The lead was removed and a his lead was attempted to be implanted however due to the patient¿s complex anatomy multiple attempts were needed to screw in the lead which resulted in damage to the lead tip. It was noted that the his lead catheter was also kinked. The his lead and catheter were both removed and replaced successfully. No patient complications have been reported as a result of this event.